Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer does not know what the foreign material is as there were not tests with residue but they did notice the cleaning brush had fewer bristles and so it was replaced. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning, the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: gif-1200n operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-1200n reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found connecting tube had a dent, the play of the up/down knob was out of the standard value due to stretched angle wires, the bending section cover had a scratch, the adhesive on the bending section cover had a white-clouded area, the bending tube had a dent, the connecting tube had a scratch, and the suction connector was dirty due to water leakage. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had crushing and deformation at the insertion part at 14cm and 1m from the tip (slight). It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the foreign object came out of nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.